Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2014 with the following findings: there was an unexplained pump reboot observed in the black box data after a ¿no delivery, pump suspended¿ alert. The complaint was verified in the history, but not duplicated during testing. There was no damage found to the returned battery cap and its contact measurements were within specification. The returned battery cap fully attached to the pump and was used for testing. A 24 hour duration test was completed with no power interruptions being duplicated. The pump cover was removed and there was no evidence of internal moisture or damage found internally. Unrelated to the complaint, the battery compartment was cracked.